Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) - the dentist reported that, almost 3 years after the dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. The 45 ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type ii.